Event description:
It was reported that the device had a back-up audible alarm. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. One device was returned for evaluation. No repair history found. Review of event log found backup audible alarm post, primary audible alarm post, confirming complaint. Visual/functional testing was performed. Device was repaired by replacing the main board. Replaced the speaker to fix the primary audible alarm post. The main cause of complaint was the faulty main board. After replacing the parts, the pump passed all the testing and is fully operational.